Event description:
A customer reported that the mixing chamber was not draining properly from their lh750 analyzer. There was no leak reported. In addition, there were no erroneous patient results associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that valve vl48 that drains the diff mixing chamber had a bad pilot actuator. He replaced the actuator and resolved the isue. (B)(4).